Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer is having issues with the infusion set as it continued to kink. Customer uses a different set and stated the worked better than the infusion sets she currently had as the customer is really active. Customer's mother stated the customer had experienced high blood glucose of 400 mg/dl on sunday. Customer's mother declined troubleshooting for the high blood glucose and wanted to try sample infusion sets. Customer's mother didn't have the device serial number unable to provide insulin pump information.